Event description:
Pt underwent left total knee arthroplasty during 9/95. She presented with a two month history of anterior knee pain, clicking and catching. She had synovitis and the reason for the synovitis could not be determined. Work-up revealed synovitis was not due to infection and that it was not due to loosening of the component. It was felt that an arthrotomy of the knee was necessary due to the pt's symptomology. During surgery, the knee was inspected and it was clear that there was polyethelyne in the joint, causing a synovitis response. A complete synovectomy was performed. The medial tibial polyethelene component had fragmented along it's posterior edge. The tibial component was removed and replaced. Excessive component wear noted.